Event description:
It was reported that the patient had recurrent (B)(6) bacterium consistent with pacemaker endocarditis. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addrl1 implantable pulse generator (ipg): implanted: (B)(6) 2012. Product ID 5076-58, implantable pacing lead: implanted: (B)(6) 2012. (B)(4).